Event description:
Customer reportedly received a result of 210 mg/dl on the advantage system, and a result of 59 mg/dl on an unknown accu-chek system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).